Event description:
Caller reported that a pump malfunction occurred and noted at least three instances of the same issue with this pump. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved to replace the pump, and the customer planned to use multiple daily injections as backup therapy.